Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs in 2009 alleging inaccurate high readings on her one touch ultralink meter. The patient mentioned that on the morning of one week prior to contact lifescan, she tested her blood glucose at 9:40 am and obtained a 380 mg/dl. She tested at an unspecified time later and obtained a 477 mg/dl and a 435 mg/dl. She did not exhibit any symptoms at the time of testing. She then took bolus based on the meter result. At an unspecified time later, the patient developed symptoms of feeling thirsty. She then tested her blood glucose at 11:37 am and obtained a 63 mg/dl. The patient did not seek any medical attention, or contact her physician for assistance. The patient also was not tested on another device. A quality control test was not done since the patient did not have any control solution. Products were replaced and requested back. The complaint is being reported since the patient alleged that due to the elevated reading, she took bolus based on the meter result and later developed symptoms suggestive of hypoglycemia.